Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use at the end of therapy. The patient got the alarm at the end of therapy and disconnected. The patient's fill volume equaled 1100ml. The patient's last available drain volume equaled 2585ml. The patient performed an off cycler fill of 1000ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was aware of the alarm. The rn stated that the patient has been continuing therapy successfully on the cycler. The rn stated there was no patient injury or medical intervention associated with this event. No allegations were made against any baxter products. No further information was available.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.